Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter had to be manipulated in order for urine to drain. Urine began to drain once the catheter was being removed from the patient.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the all silicone catheter ifus are found to be adequate based on past reviews. Corrections: concomitant medical products, device evaluated by MFR.

Event description:
It was reported that the catheter had to be manipulated in order for urine to drain. Urine began to drain once the catheter was being removed from the patient.